Manufacturer narrative:
Device passed the displacement test and self test. Device was programmed with contour next test glucose meter. Device connected successfully to the test meter and displayed ¿blood glucose meter connection successful¿. No unexpected blood glucose meter communication errors or anomalies were noted during testing. No pump error 63 was noted during testing; however, pump error 63 is confirmed in the formatted history file due to a loose connection or a cold solder joint at keypad assembly. No other unexpected audio or vibrate anomaly or absence of alarms were noted during testing.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump received hardware low level failure alarm. Customer was able to clear the alarm and able to rewind the insulin pump. Customer had run self test on insulin pump error was reoccurred. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.